Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported a description, lens was tight damaged on loading. Lens was not used. Another lens of same model and diopter was implanted in patient. Additional information has been requested.